Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/21/2017 with the following findings: during investigation, the pump powered on to a blank display. Moisture was observed behind the display lens. Unrelated to the original complaint a leak test was performed and failed due to a crack at the top right corner between the display lens and the pump seal, and a bolus button leak. The pump was opened and moisture was observed on the display flex/connector. The audio bolus button was removed and moisture was also observed on the button contact. Further investigation revealed a battery compartment crack from the case seal traveling to the grip bad. There was no leak found at the battery compartment crack.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen with moisture) issue. It was reported that moisture was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.